Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in the non tortuous right coronary artery and was predilated with a 3.0x10mm maverick2 balloon. The physician was advancing the taxus express2 2.75x32mm drug eluting stent in the guide catheter, when it broke. The stent never reached the lesion. The procedure was completed with another taxus stent. No patient complications were reported. Patient status is satisfactory.